Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during a recent follow up the CT revealed that the left iliac vessel distal to the left endurant iliac limb had dilated and has become aneurysmal. The physician elected to implant an endurant iliac limb. The iliac aneurysm was successfully excluded. Per the physician, the cause of the event was due to patient anatomy of disease progression resulting in the uncovered left common iliac artery becoming aneurysmal. No additional clinical sequelae were reported and the patient is fine.